Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that hemolysis occurred. It was reported that for a concomitant procedure utilizing non boston scientific mapping, farawave non-nav for pulsed field ablation pfa, and watchman for left atrial appendage closure laac device to treat an atrial fibrillation, a farawave pulse field ablation catheter was selected for use. They physician stated procedure hemolysis occurred, despite a low number of ablations in this case. Immediately after case, dark urine was noticed and labs were abnormally high. Prior to the case, the patient had a creatine of less than 1.0. After 46 applications of pfa noted in pulmonary vein isolation pvi only (no posterior wall), the patient's labs were abnormally high with creatine jumping to greater than 2.0. The patient stayed in hospital for 4 days, did develop acute kidney injury during the stay, and was eventually discharged. The patients last labs were 4 days after discharge and the creatine was still 2.1. The patient was treated with fluids and is in the care of the renal team for follow-up. The physician stated the non boston scientific mapping system used kept having abnormal contact and issues with their contact sensing algorithm, despite the visual appearance of good contact on ice imaging, according to the physician. It was further reported, patient was discharged five days after the procedure with an acute kidney injury that has since resolved. Lab work was performed. The morning after the procedure the patient had brown cloudy urine, and the afternoon after the procedure the patient had clear colorless urine. Acute kidney injury, has resolved since. The patient does not have pre-existing renal issues. Contrast was used as part of the concomitant procedure. No new medications were administered.